Event description:
The hospital reported that during a coronary artery bypass procedure using vasoview hemopro 2. The hospital noticed that the c ring got split in the middle. The incident occurred while harvesting a blood vessel in the narrow tunnel. It was unknown whether the hot jaw was touching the c ring. Hospital also checked the device several days after, but the shape of the jaw had got back to its original state and unable to confirm the deformation. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Blood was observed on the c-ring. The c-ring was observed to be cut in half longitudinally with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. Based on the condition of the device and the evaluation results, the reported failure "break" was confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using vasoview hemopro 2. The hospital noticed that the c ring got split in the middle. The incident occurred while harvesting a blood vessel in the narrow tunnel. It was unknown whether the hot jaw was touching the c ring. Hospital also checked the device several days after, but the shape of the jaw had got back to its original state and unable to confirm the deformation. A replacement device was used to complete the procedure. The hospital did not report any patient effects.